Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Cancer patient. In what procedure was the device used? Anterior resection. Who fired the device and what is his/her experience? The surgeon fired the device, has used the device for about 4 years. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. No issue firing the device during surgery. Where in the gap setting scale was the indicator located prior to firing? Towards the minimal side of the closed stapler height. Were the donuts inspected? If so, please describe. Yes, perfect donut. Was the washer inspected? If so, please describe. Yes, washer was cut. Did the surgeon wait 15 seconds and then retighten prior to firing? Definitely. Were there any issues with staple malformation in the primary procedure? No. How was the leak identified? 5 days post op, patient felt sick with abdominal pain. Went for scan and noticed a hematoma. Was a leak test performed? If so, what were the results? Leak test was performed during the case (initial surgery)¿ no leak. How was leak addressed? Sutured area of leak. If a reoperation occurred, were there any staple formation issues identified from initial procedure? No issue with staples. What is the current patient status? Post op ¿ stayed in hospital another 3-4 days and was discharged. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? With advanced notice, the surgeon may be interested to talk.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? In what procedure was the device used? Who fired the device and what is his/her experience? Did the healthcare professional receive audible & tactile feedback when firing the device? Where in the gap setting scale was the indicator located prior to firing? Were the donuts inspected? If so, please describe. Was the washer inspected? If so, please describe. Did the surgeon wait 15 seconds and then retighten prior to firing? Were there any issues with staple malformation in the primary procedure? How was the leak identified? Was a leak test performed? If so, what were the results? How was leak addressed? If a reoperation occurred, were there any staple formation issues identified from initial procedure? What is the current patient status? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that during an unknown procedure, the patient came back five days post op leak.